Manufacturer narrative:
The date of event was on an unreported date in (B)(6) 2017. The user facility has stated that the device is available for evaluation. Mortara has not received the device at the time of this report. Following our evaluation of the returned device or if additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the screen on the surveyor central patient monitor system went blank twice without any alarms or error messages. The reported event was associated with loss of patient data. It was not reported if there was more than one patient being monitored when the event happened. There was no report of any patient injury or death in any patient related to this event. The customer rebooted the system both times and regained back the monitoring function. There was no report of any subsequent problems with monitoring following this event. No additional information is available at the time of this report.